Manufacturer narrative:
Reported event: an event regarding infection involving a patient specific distal femoral replacement was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for patient specific distal femoral replacement which was originally inserted in 1993 and revised in 2012. The surgeon reported infection of the implant. The x-ray images provided show that both the femoral and tibial implants have been removed and the cement spacer is in place. The tibial bone has undergone a massive remodelling which left a very thin cortex. This may be a result from the infection. Therefore, the radiographic review can support the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, additional x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The customer reported that the patient¿s right knee was revised due to infection. All components were removed and a spacer was placed.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: patient specific distal femoral replacement, pin 2606; stbsh01-02, stanmore knee bushes pair m/f, b9767; smcic01 smiles knee circlip mk2, lot, b1095s. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
The customer reported that the patient¿s right knee was revised due to infection. All components were removed and a spacer was placed.